Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had high glucose value. On (B)(6) 2016, manufacturer contacted customer with follow up phone call for knowing customer's condition;customer's condition has improved at that time of the phone call. Customer reported was hospitalized on (B)(6) and discharged from the hospital after 5 days;customer's wife called the ambulance,customer tested and obtained results of 410mg/dl on the way to the hospital,customer administrated with IV insulin to control the blood glucose level;the doctor raised the glypzide doses since customer recent blood glucose levels are higher. Customer received the new product replacement and is satisfied with the new product.

Event description:
Consumer complained of e-0 error message displayed on the meter. The customer reports symptoms of increased thirst. On (B)(6) 2016, customer reported was hospitalized as a result of the high blood glucose results. Customer's wife called the ambulance,customer tested and obtained results of 410mg/dl on the way to the hospital. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non fasting and produced test results of e-0 and e-5 using true metrix air meter. The test strip lot manufacturer's expiration date is 09/24/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): 1:e-0 (B)(6) 2016 n/a fasting: no; 2:undisclosed; 3:undisclosed; 4:undisclosed; 5:undisclosed.